Manufacturer narrative:
Product ID: 3889-28, lot# va0bm4f, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported patient experienced pain of unknown origin. The system was explanted and no injury was reported. It was noted that patient recovered without sequela. A follow-up report will be sent if additional information becomes available.